Event description:
Customer reported primary IV tubing separated while in use on a patient. There was no patient or staff harm, and no medical intervention required. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.